Manufacturer narrative:
After further review of additional information received the following date rec¿d by MFR, if follow-up, what type have been updated accordingly. As reported, after deployment and while removing the balloon (after deflation) the 5f mynxgrip vascular closure device (vcd) came out with the balloon. Physician had to go to manual hold. There was no reported patient injury. The device was not returned for analysis. A device history record (DHR) review of lot: f1817101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported; however, handling factors are possible. According to the instruction for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. Lay the device down for up to 90 seconds. Retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time. Corrected data: catalog number, device available for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1817101) presented no issues during the manufacturing process that can be related to the reported event. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after deployment and while removing the balloon (after deflation), the mynx grip came out with the balloon. Physician had to go to manual hold. There was no reported patient injury. The product will be return for analysis.